Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures confirms a fractured ceramic head. The head appears to be in two pieces however there may be some material fragments missing as there appears to be a gap visible in the photograph where the two pieces have been offered up to each other. Nothing further can be gained from the provided photographs. A review of the device manufacturing records confirmed no abnormalities or deviations. Radiographs were provided and reviewed by a radiologist. The review confirmed a fractured head. There is no radiographic abnormality that would contribute to the ceramic head femoral fracture following a fall and implant position appears normal. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery for a fractured ceramic femoral head after a fall. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - concomitant medical products: medical product: 36mm i.d. Size g neutral liner; catalog no.: 30103607; lot no.: 66179390 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.